Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that when programming this subcutaneous implantable cardioverter defibrillator (s-ICD) to magnetic resonance imaging (MRI) protection mode, a message appeared warning of possible loss of beeper functionality. It was noted by the health care professional (hcp), however, that it seemed there was already loss of beeper functionality even though the MRI scan had not yet been performed. The hcp consulted technical services (ts) asking about the main reasons for loss of beeper functionality pre-MRI scan. To date, the model and serial number of the associated s-ICD has not been reported. No adverse patient effects were reported.